Manufacturer narrative:
The check button does not respond. There are particles inside the housing of the check button. The particles isolate the area of contact inside the button housing. Due to this problem the check button does not respond and a confirmation of the occurred e8 error is not possible.

Event description:
On (B)(6) 2013, it was reported that none of the buttons on the patient's infusion device were functioning. The device displayed e8 (power interrupt), but the patient was unable to clear the message due to the button not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.